Event description:
Dual chamber ICD implanted in 2001. 10/2004 pt began having ICD shocks, that became freq. Same day with total of 10 ICD shocks. Ventricular lead failure was determined. The pt was admitted to hosp on same day however due to being on aspirin and plavix for cardiomyopathy, surgery was delayed for 5 days. In 10/2004 the pt underwent removal and re-implantation of ventricular lead and ICD generator. ICD interogation showed high ventricular lead impedance. All shocks during sinus rhythm and due to oversensing.